Event description:
It was reported that intraocular inflammation occurred with the baerveldt shunt, model bg103-250. The doctor stated he did not know the cause of the inflammation. As a treatment, antimicrobial was injected about 10 times into the anterior chamber to wash out the bacteria. Patient recovered from the event and his iop (intraocular pressure) was stable at around 15mmhg. The shunt was not explanted. The doctor denied any malfunction of the device to have caused the event. Although investigated at the surgery site, they were unable to identify the responsible bacterium. The doctor considered that the infection might has been caused by the bacteria from the patient's eyebrow. No further information was provided.

Manufacturer narrative:
Serial number: unknown; expiration date: unknown; if explanted, give date: not applicable. Reason for non evaluation: to date the baerveld shunt remains implanted. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.